Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to constant downstream occlusion alarms, which were not reproduced. The alarms were confirmed through a review of the device event history log. The downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, I displayed the downstream occlusion message. There was no pt involvement.